Manufacturer narrative:
The return of the unit has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that a patient suffered a burn during a surgical procedure in which a force fx electrosurgical generator was in use. Severity of the burn and the patient status were not provided. Questions have been asked but, to date, no additional information has been provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.